Manufacturer narrative:
Follow-up #1 date of submission 07/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: evaluation confirmed no text on screen during startup. The pump had audible tones during startup. The pump audible and vibratory alarms are operational. Investigators observed blue ink spot on display screen. Opened pump to investigate and the display screen is cracked. Replaced damaged display with test display and the test screen worked with no issues found.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging multiple display issues. The distributor reported the display screen was dim/faded, blank, and had ink spots/cracks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).